Event description:
At the conclusion of the enrollment of the study results were performed and the aes were again assessed. Product problem: a result of this review was that one of the lots used in the study was documented as being outside of the acceptable range for a given release specification (ph-value). The release of the lot was allowed based on the determination of the 'out of specification' value being due to testing error. A re-test of this lot for the release specification in question is currently underway. The pt history after surgery included an ae from the investigator. This ae is described in appendix 1, but is not considered to be a reportable ae by ossacur. Pt history: surgery: 2006, adverse event assumed: seventeen days later, ae: suspicion for superficial wound infection with edema; no microbiological evidence of infection; prolonged limb swelling and reddening; based of the condition of the wound and a crp of 23 mg/l, a hospitalisation was decided on the event day; action: immobilisation (stay in hospital); cooling; high position; no surgical intervention was needed. Outcome of the pt: recovered without damage. MFR date of the ae notification: 03/17/06. The suspected subcutaneous infection is a well known complication after limb surgery and may lead to re-hospital/prolonged stay. It wasn't an action to prevent permanent impairment. Therefore, it was not considered to be a reportable ae.

Manufacturer narrative:
The device is a bone void filler while completely resorbing within a few weeks, and therefore is unavailable for analysis. A re-test of the lot, where the ph-value was outside of the acceptable range for a given release specification for the release specification in question is currently underway using reserve samples. According to the quality control review and shelf life testing, the device met the specification for sterility at baseline and after two yrs of shelf life. The device was aseptically processed after a validated process to eliminate potential viable microbes. Investigation is not completed. The analysis of the post-market-study is ongoing. Mfrs are still tracking the lot # that's being used. Because one lot# used during the study the ph-value was outside the acceptable range for a given release specification co can't excluded that this lot might be have used; and therefore, this case was reported.